Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. The customer experienced symptom such as vomiting. The customer was treated with insulin drip, intravenous fluid and sodium bicarbonate. The customer performed self test and it was passed. The insulin pump will not be returned for analysis.